Manufacturer narrative:
B3: date of event estimated based on the date the manufacturer became aware of the event. Device evaluation by manufacturer: the returned product to boston scientific consisted of a jetstream xc catheter, 2.4mm, us. The device was connected to the console per the IFU. Functional analysis of the device was completed with no errors. During functional testing a guidewire was inserted with no issues. The device was visually and microscopically inspected for damage. The device showed multiple kinks/buckling along the shaft.

Event description:
It was reported that aspiration failure occurred. A 2.4mm jetstream xc atheterectomy catheter was selected for an atherectomy procedure. After loading and inserting the jetstream, it seemed to be working properly, and was able to prime with no difficulty. However, approximately 2 min after inserting device into the patient, the embolic filter device was dislodged from the seated position in the artery. After replacing the embolic device and restarting the jetstream, it was soon noted that there was no inflow of the saline/rotaglide mixture. The jetstream was removed and reprimed, and during repriming the jetstream was observed to have no outflow, but the saline/rotaglide mixture was flowing appropriately at this point. There were no error codes or indications on the machine to indicate that there were any issues. The 2.4mm jetstream xc atheterectomy catheter was removed and replaced with new 2.1-3.0mm jetstream device with no further issues. There were no patient complications reported.

Manufacturer narrative:
B3: date of event estimated based on the date the manufacturer became aware of the event.

Event description:
It was reported that aspiration failure occurred. A 2.4mm jetstream xc atheterectomy catheter was selected for an atherectomy procedure. After loading and inserting the jetstream, it seemed to be working properly, and was able to prime with no difficulty. However, approximately 2 min after inserting device into the patient, the embolic filter device was dislodged from the seated position in the artery. After replacing the embolic device and restarting the jetstream, it was soon noted that there was no inflow of the saline/rotaglide mixture. The jetstream was removed and reprimed, and during repriming the jetstream was observed to have no outflow, but the saline/rotaglide mixture was flowing appropriately at this point. There were no error codes or indications on the machine to indicate that there were any issues. The 2.4mm jetstream xc atheterectomy catheter was removed and replaced with new 2.1-3.0mm jetstream device with no further issues. There were no patient complications reported.